Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent tha for oa of right hip. When the trial stem was implanted and a head (zimmer biomet¿s product) was subsequently implanted, the trial stem came off in reaction to the implantation. The trial stem came off when the surgeon was driving in the head. The surgeon proceeded the required procedure again. This time, since the trial stem was implanted properly, and there was no problem in fixation, the real stem was implanted eventually. X ray showed that there was no problem with the implant of the stem. The surgery was completed successfully within 5 to 10 minutes delay. No further information is available.

Manufacturer narrative:
Product complaint (B)(4) investigation summary: no device was received for examination, therefore the reported event could not be confirmed.   Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.   Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.